Event description:
It was reported that the lead had an increase in threshold and pacing failure at the maximum output setting. Lead dislodgement was suspected. The physician inactivated the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.